Manufacturer narrative:
(B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle: needle clog) was captured and addressed. Lot#0041562 DHR was reviewed and no qn found; manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: lot#0041562 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog and np gap test was conducted on 7 pcs retention samples and all no needle clog or np gap fail found. Based on the investigation above, the certain cause cannot be concluded at the moment. (B)(4).

Event description:
It was reported that while using pen needles 31 g x 5 mm medication did not flow from 5 needles. The following information was provided by the initial reporter: "customer bought a box of 98 pen needles from pharmacy and customer had used 2 packs, 14 needles in a pack, and 5 needles in the two packs didn't flow drug. Customer hoped the needle's quality could be improved, and needed claim."